Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, it does not contain a us 510k number.

Event description:
A customer reported to baxter healthcare an unknown secondary vented set in which simultaneous flow was observed. According to the report, the secondary set was spiked into a glass bottle of intravenous immunoglobulin (ivig); the vent of the secondary set was open. The report stated that the primary bag of normal saline and the ivig were observed infusing at the same time. There was a patient involved. However, there were no reports of patient injury, adverse events, or medical intervention necessary. No additional information is available.